Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department. Upon initial interrogation, low flow alarms and a no external power alarm were observed. Log files were submitted for further review and captured a cluster of power cable disconnects alongside no external power events. This was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via analysis of the submitted log files. The submitted controller event log file captured a low power hazard and power cable disconnect alarm which progressed to a no external power alarm on 12mar2026. These alarms are consistent with a loss of external power while the patient was connected to the mobile power unit (mpu). The alarms cleared on 12mar2026 when external power was restored. The heartmate 3 system controller 11v backup battery supported the system as intended during this time. The observed alarms did not impact the pump¿s ability to operate as intended. There were no other notable events related to the mpu captured in the log file. The mpu (serial number (B)(6)) was not returned for analysis. Additional information received indicated that it is unknown if the mpu has a v-lock connector, if the ac power cord came loose at the wall outlet or the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event. It was also reported the mpu was not exchanged or removed from service. A root cause for the reported event could not be conclusively determined through this analysis. CAPA 16070 was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. CAPA 16070 implemented a straight v-lock connector due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. The relevant sections of the device history records for the mobile power unit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.